Manufacturer narrative:
The device was discarded by the hospital. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port valve was defective during pressure. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was discarded.